Manufacturer narrative:
Correction: section a - the patient's date of birth was inadvertently omitted from the initial report.

Event description:
It was reported that during a patient's unrelated ipg replacement on (B)(6) 2023, it was noted that the new ipg became inoperable due to monopolar settings. As a result, another ipg was used to complete the procedure.

Manufacturer narrative:
The report of inoperable ipg was confirmed. Analysis of the returned ipg found the device was in service app mode and could not be recovered. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system.